Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's front enclosure was removed and returned for evaluation. The reported malfunction was not replicated or confirmed. The front enclosure was installed on to a test device and was put through extensive testing without duplicating the malfunction. Analysis for reports of this type has not identified an increase in trend.